Event description:
The needle point of the needle is easy to break.

Manufacturer narrative:
1. Production process review: the production records of the batch were reviewed, and no abnormalities were found during the manufacturing process. The investigation was conducted from the following aspects: personnel: all production operators were trained and certified before working on the production line. Since the product is assembled using an automatic assembly machine and no processing errors were found, this factor can be ruled out. Equipment: production equipment undergoes daily inspections and regular maintenance. Additionally, first-piece inspections are performed at the start of each shift, with no abnormalities detected, eliminating this factor. Materials: there were no changes in raw materials. Needle tubes undergo rigidity and toughness testing during incoming inspection and are only used if compliant. Finished products also undergo rigidity and toughness testing before release, ruling out this factor. Method: no changes were made to the production process, so the influence of process variations can be excluded. However, the needle tubes of this specification are relatively thin and prone to bending under force. If the bending angle during clinical operation is too large, breakage may occur. Environment: the product is assembled in a cleanroom environment. Since the needle breakage occurred during use, it is unrelated to the production environment. 2.batch sample testing: a sample of 10 sample from batch ckde01-01, specification 30g*1/2'' (0.3mm*13mm), was tested as follows: visual inspection confirmed that the adhesive bonding between all needle tubes and hubs was complete, with no abnormalities. 10 sample were subjected to rigidity and toughness testing per iso 7864:2016, with all samples passing and no breakage observed. 3.root cause analysis: based on the investigation, the likely cause is that the needle tube is relatively thin. During clinical use, improper handling or excessive patient movement may cause the needle tube to bend beyond its tolerable range (normal limit: 25 (ã), leading to breakage.